Event description:
It was reported, "failed PICC insertion due to PICC not threading. Unable to remove PICC due to venous spasm. Approximately 27cm of the PICC remained insitu. Removed guidewire with ease and no resistance. On removal of guidewire noticed a bend at the end of the wire and also that the guidewire appeared to have fractured with approximately 6cm of wire remaining within the PICC which was still situated in the patients right upper arm. Contacted ir immediately. Cxr and xr humerus carried out as requested and medical triage staff and nurse in charge informed. Patient transferred immediately to ir and kinked right sided PICC and fractured wire tip removed. New left PICC insertion by ir." No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "failed PICC insertion due to PICC not threading. Unable to remove PICC due to venous spasm. Approximately 27cm of the PICC remained insitu. Removed guidewire with ease and no resistance. On removal of guidewire noticed a bend at the end of the wire and also that the guidewire appeared to have fractured with approximately 6cm of wire remaining within the PICC which was still situated in the patients right upper arm. Contacted ir immediately. Cxr and xr humerus carried out as requested and medical triage staff and nurse in charge informed. Patient transferred immediately to ir and kinked right sided PICC and fractured wire tip removed. New left PICC insertion by ir." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.